Event description:
The customer reported that, at delivery inspection of the camera control unit, error code e117 (otv error) was displayed when the unit was powered on and the device did not start normally. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. Error code e117 was displayed at startup. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e117) was due to a faulty motherboard assembly. The root cause of the defective motherboard assembly was unable to be identified. Olympus will continue to monitor field performance for this device.